Event description:
It was reported that a baby went out the incubator through the left front window; the bed was in trendelenburg position and the baby was in positioning aid hug. Later, the customer stated that a head injury from the accidental fall from the incubator occurred.

Manufacturer narrative:
The investigation has been started, the results will be part of a f/u report.